Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface sheath that had a hub detachment issue. The hub of the sheath separated in half. The sheath was replaced and the case resumed. There were no patient consequences and the procedure was completed successfully. This event is MDR reportable because if the hub separates from the cannula, the cannula could be retained in the patient, requiring percutaneous or surgical removal.

Manufacturer narrative:
The FDA shut down their emdr server along august 6th ¿ august 10th for maintenance and the 3500a codes were updated. While the complaints system is updated, the mapping will be done manually. (B)(4). Manufacturer's reference number: (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a preface sheath that had a hub detachment issue. The returned device was visually inspected and brim cap was separated from the sheath introducer and was not returned. Per the reported event, the ring hub was observed under a microscope and there was no evidence of damage. In addition, the ring hub outer and inner diameters were measured and were found within specifications. A functional test was performed using a brim cap lab sample and introducing a vessel dilator several times, and brim cap and gasket remain snapped. The same result was observed when a catheter was introduced through the sheath. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a hemostasis valve separation was confirmed since the brim cap was received separated; however during the functional test no malfunction was observed. The root cause does not appear to be manufacturing related.